Manufacturer narrative:
(B)(4). This code is used to address the use of the proglide in a femoral vein. Per the proglide instructions for use - the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the heavily calcified right common femoral vein was attempted using a proglide device, using the preclose technique, with a 6fr sheath prior to a left atrial appendage watchman implant procedure. Reportedly, a piece of the proglide shaft broke complete off at the foot of the device during forceful insertion due to the heavy calcium. A gooseneck snare was used to retrieve the broken piece. The procedure was completed and a figure 8 stitch was used to close the access site and achieve hemostasis. There was no reported adverse patient sequela. The physician is reportedly trained in the use of the proglide and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspections were performed on the returned device. The reported difficult to insert into the anatomy could not be replicated in a testing environment as it was based on operational circumstances. The reported separation was confirmed. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.